Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6).

Event description:
It was reported that the right ventricular (rv) lead had noise and low impedance. The lead remains in use. No patient complications have been reported as a result of this event.